Event description:
It was initially reported by the physician that a serial cable to his (B)(6) handheld device does not work consistently. Troubleshooting was performed and it was determined that the handheld device would only work when the serial adapter cable was bent into a certain position. The serial adapter cable has been returned to the MFR. Product analysis is planned but has not occurred.